Event description:
The customer stated that the paramedics were called to his home due to low blood glucose levels. The customer stated he was treated with glucagon. The displacement test was performed and the insulin pump passed the test. In addition, the customer stated he may not have calculated correctly for his dinner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.